Event description:
It was reported the pt experienced loss of stimulation in his pain pattern after undergoing an scs lead replacement procedure. It was also reported the pt initially was receiving effective stimulation post-operative but experienced loss of stimulation hours later. Subsequently, on (B)(6) 2013 the scs lead was repositioned which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.